Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
She (patient) then re dislocated and on these films the poly mdm liner can be seen floating in the soft tissues. My (surgeon) impression is that it came off during attempted reduction the first time it dislocated. I (surgeon) revised it today and the poly was certainly damaged but not fractured. I have asked the sterilisation unit if it can be cleaned and retrieved.